Manufacturer narrative:
Case: (B)(4). The pro240 device was returned for evaluation and visually and functionally tested. Complaint was confirmed. Device was returned with clip deployed and orange deployment tab removed from the deployment cable crimp, confirming customer difficulty deploying. The inspection found the deployment cable flattened in one section which coincides to an indent inside the handle. The deployment cable had been ultrasonically welded during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation, but a device history review was obtained for lot number 95972. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint.

Event description:
It was reported on (B)(6) 2019 that a (B)(6) year-old male patient underwent an off pump mini maze and left atrial appendage management procedure. The surgeon placed the pro240 device on the base of laa and while attempting to deploy, the orange deployment tab broke off. The surgeon used forceps to pull cables to deploy the clip. There was no delay in the case and no adverse consequence to the patient.